Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after loading a cartridge, pump messaged customer to load cartridge. Customer reloaded cartridge and pump therapy was resumed. Customer's blood glucose was 255 mg/dl.